Event description:
Info indicated that the head up function was not working.

Manufacturer narrative:
Technician found the bed in "down" storage area. Head up function was not working. Function does not work manually or under power. Problem found to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.